Event description:
It was reported in a clinical evaluation trial the optimal duration of dual antiplatelet therapy (DAPT) after coronary stenting according to bleeding risk. In the study 4897 patients were enrolled and were stratified into high bleeding risk (HBR) or non-HBR strata. Patient in the HBR group underwent percutaneous coronary intervention (PCI) with the unspecified Xience stent or the Xience Skypoint stent. Patients in the HBR stratum were randomly assigned (1:1) to 1-month or 3-month DAPT. The three coprimary endpoints were net adverse clinical events (all-cause death, myocardial infarction, stent thrombosis, stroke, or major bleeding), major adverse cardiac or cerebral events (cardiovascular death, myocardial infarction, definite or probable stent thrombosis, or ischemic stroke), and any actionable non-surgical bleeding at 1 year after randomization. In the HBR stratum, major adverse cardiac or cerebral events occurred in 74 patients in the 1-month DAPT group and 44 in the 3-month group; bleeding occurred in105 patients in the 1-month group and 122 in the 3-month group.In patients with HBR, 1-month DAPT did not meet noninferiority to 3-month DAPT for net clinical events.Additional information can be found in the article, "Dual antiplatelet therapy after percutaneous coronary intervention according to bleeding risk (HOST-BR): an openlabel, multicentre, randomised clinical trial."

Manufacturer narrative:
The device was not returned for analysis. A Corrective and Preventative Actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. A conclusive cause for the reported Death and the relationship to the product, if any, cannot be determined. The reported patient Death is listed in the XIENCE V Everolimus Eluting Coronary Stent Systems Instructions for Use as adverse events that may be associated with the use of a coronary stent in native coronary arteries. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.Literature attachment: Article, titled "Dual antiplatelet therapy after percutaneous coronary intervention according to bleeding risk (HOST-BR): an openlabel, multicentre, randomised clinical trial"B2, B3, B6, D6a: Estimated dates.C3: 1 per year was entered; however, the frequency is 1 dose per implant.D4: The UDI is unknown as the part and lot number were not provided.The additional device referenced in B5 is filed under separate MedWatch report number.The additional patient effects reported in the article are captured under separate Medwatch report.